Event description:
The welch allyn battery & circuit board was charging in the new welch allyn/ masimo encore 240 el. The circuit board overheated and melted the plastic casing, leaving a 1/2 x 1/2 hole in the housing of the monitor.